Manufacturer narrative:
A visual inspection was performed on the product and no damage was observed. Complaint of overheating could not be confirmed. Product passed all functional testing without overheating. The root cause of this event could not be determined with confidence as no product deficiencies were identified during product evaluation. A review of the device history records found no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the device was heating up and was replaced before it got too hot to hold on to. No injuries or complications were reported.